Manufacturer narrative:
This report was submitted on march 16, 2023.

Event description:
Per the clinic, the patient experienced a skin breakdown and infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).